Manufacturer narrative:
A tapered screw-vent implant (tsvmwb13) packaging was returned. Visual inspection of the returned product identified an outer box with the outer vial and patient charts in it. The tamper evident ring at the bottom of the cap on the outer vial was broken/opened . The inner vial along with its components (implant, fixture mount and cover screw) was missing from the outer vial . Therefore, based on the evaluation, device malfunction and the reported event could not be verified. Review of the DHR for tsvmwb13 did not provide any indication of a manufacturing nonconformities/deviation or material deficiencies that could cause or contribute to the reported event. It was confirmed that all operations and inspections were executed as per applicable procedure. Lot was inspected and accepted by qa. A device history review was performed and no related nonconformance¿s were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. A singular root cause could not be determined. The following sections have been updated: UDI: (B)(4).

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Additional 510k number: k101880.

Event description:
It was reported that during a procedure, it was discovered that the implant (tsvmwb13) was missing from the sealed vial. The procedure was completed with another implant.